Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that; patient complains of pain that began a couple of months ago. Pain is constant but is also associated with movement. Her cobalt level is 7 and MRI shows deterioration of the implant. Patient is scheduled for further blood work and follow up. Per patient's spouse, the surgeon is considering a revision surgery. The surgeon will determine if the patient requires a revision when all the further blood work is completed.